Manufacturer narrative:
It was reported that in the middle of the dialysis catheter insertion, the loose string from the or towel prevented the dialysis catheter to advance into right neck (jugular vein). Per report, the loose string wrapped and tangled around the dialysis catheter that was being inserted. Reportedly, at the start of the procedure, ten packs of sterile towels were opened onto the sterile tray and these towels were used to prep and drape the incisional area (right neck). The loose string was reportedly successfully removed from tangling around the dialysis catheter and the dialysis catheter was placed without further issues. Per report, the patient was not under sedation and only local anesthesia was administered for this procedure. There was no serious injury reported related to this event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause cannot be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that in the middle of the dialysis catheter insertion, the loose string from the or towel prevented the dialysis catheter to advance into right neck (jugular vein).